Manufacturer narrative:
Complaint conclusion: as reported, the patient was enrolled in a clinical study japan smart pms for sfa and the case number is (B)(4). Approximately twenty months post stenting procedure to the middle portion of the left limb with a smart stent, it was reported that the patient complained of left inferior limb pain under resting conditions. Ultrasonography revealed a restenosis in the stent at the left superficial femoral artery. The patient underwent a revascularization by a plain old balloon angioplasty (poba) at the left superficial femoral artery. The patient recovered and was in stable condition. The physician indicated that the cause of this event was due to the primary disease and was not related to the product. At the time of the index procedure, the smart stent was placed in the target lesion without any issue. The rate of stenosis was 50-99%. The product remains implanted therefore is not available for return. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. In-stent restenosis is a well-known potential complication for this type of procedural and it listed in the IFU. In the literature, in-stent stenosis rates from 11% to 39% from 6 to 12 months after the stent placement. Rates are higher in older patient with more severe atherosclerosis and depended on the type of stenosis treated. Stenosis in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. In addition, the physician indicated that the cause of this event was due to the primary disease and was not related to the product. There is no evidence of manufacturing issues that may have contributed to the reported event therefore; no corrective action is required at this time.

Manufacturer narrative:
(B)(4). (B)(6). The product is not available for analysis as it was implanted. Additional information will be submitted within 30 days of receipt.

Event description:
As reported, the patient was enrolled in a (B)(4) study (B)(4) for sfa and the case number is (B)(4). Approximately twenty months post stenting procedure to the middle portion of the left limb with a smart stent, it was reported that the patient complained of left inferior limb pain under resting conditions. Ultrasonography revealed a restenosis in the stent at the left superficial femoral artery. The patient underwent a revascularization by a plain old balloon angioplasty (poba) at the left superficial femoral artery. The patient recovered and was in stable condition. The physician indicated that the cause of this event was due to the primary disease and was not related to the product. At the time of the index procedure, the smart stent was placed in the target lesion without any issue. The rate of stenosis was 50-99%.